Event description:
Product analysis (pa) was completed on the returned generator. The reported allegation of high impedance due to suspected generator issue was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.995 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 0.928% of the battery had been consumed. The >25% change impedance was reviewed and found the following changes that occurred on the date of surgery: prechange - 1007 ohms to postchange - 14409 ohms. Prechange - 14409 ohms to postchange - 19285 ohms. There were no performance or any other type of adverse conditions found with the pulse generator. Given the impedance was fine initially, it is likely that insufficient troubleshooting was performed for incomplete pin insertion however it is unknown at this time if this was in fact the cause of the high impedance.

Manufacturer narrative:
Event description - correction - inadvertently not stated in supplemental #01 submitted. Conclusion code - correction - inadvertently not included in supplemental #01 submitted.

Event description:
Given the impedance was fine initially, it is likely that incomplete pin insertion was the cause of the high impedance as it was found in product analysis that there was no device failure and insufficient information was provided on the troubleshooting performed.

Event description:
It was reported during the prophylactic replacement of a generator that high impedance was observed with two different m106 generators. It was indicated by the or support specialist (orss) that during the surgery, the surgeon requested a second generator as the first one that was opened was showing high impedance. The surgeon confirmed pin insertion was completed and test resistor was used still showing high impedance; therefore the surgeon did not want to perform further troubleshooting. After the orss provided him with a second generator she waited outside the or again. Troubleshooting with the second m106 was performed when high impedance was seen again and was resolved after the pin was inserted completely in the generator. It was stated that system diagnostics was not performed during pre-op with the generator that was being explanted, however the device was interrogated. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The first m106 generator in which high impedance was not resolved was returned for product analysis and analysis is currently underway. No additional relevant information has been received to date.